Event description:
Pra broke while driving the implant into the osteotomy. Implant was removed because a fragment of the driver could not be removed.

Manufacturer narrative:
Pra was overloaded causing yielding and fracture of the tip.